Event description:
The cardiologist attempted arteriotomy closure with a prostar xl 8 fr. Device. When deploying the device, one of the needles did not present. The pt was taken to surgery for device removal and closure of the arteriotomy. Surgery was successful and the pt recovered without further incident.